Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the o2 went down while the co2 went up. The user facility drew an arterial and venous sample and was assessed on the gem and it revealed that the pao2 61 sao2 87.3 and pvo2 43 pvso2 68.7 and lab validation confirm that the at this point in time with the lab validation the oxygenator was failing. Product was changed out. There was a 4 minutes delay. There was an unknown amount of blood loss in the procedure. It is unknown if the surgery was completed successfully.

Manufacturer narrative:
New information was received indicating that the issue reported under MFR# 1124841-2019-00190 is a duplicate of what is reported under MFR# 1124841-2019-00186. Further investigation will be reported under MFR#1124841-2019-00186 moving forward.